Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique (coded to peritoneal dialysis complication) and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake". On (B)(6) 2010 the patient was diagnosed with peritonitis. The patient was hospitalized for the peritonitis on the same day. On (B)(6) 2010 the patient began remedial therapy with fortum (1 gm, daily, ip) and vancomycin (1gm, once in 72 hours, ip). Pd therapy was ongoing as well as remedial therapy with fortum and vancomycin continued. It was not reported whether the patient was retrained in aseptic technique or if it resolved. It was unknown if the peritonitis was resolved. The reporter believed that the peritonitis was not related to the pd therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.